Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The healthcare provider (hcp) reported the patient's implantable neurostimulator (ins) was dead because the patient had been in the hospital since (B)(6) and didn't bring their recharger with them to the hospital. The hcp stated the patient needed an MRI but couldn't have one currently because they were unable to turn the ins off, even though the patient insisted the ins was dead. It was noted the recharger wasn''t charged either. The hcp stated there were no problems with the ins, and the patient had been charging the ins prior to going into the hospital. The patient stopped feeling stimulation on (B)(6). Relevant medical history includes lumbar radiculopathy and spinal pain. Additional information from the patient reports that they are having difficulty scheduling MRI appointments because doctors deny to see her as they cant put her implantable neurostimulator in MRI mode. For this reason, the patient wants the device explanted. Most recently she tried to get an MRI of her ankle. Patient services offered to guide her through the process and send an email detailing the steps but the patient did not have their patient programmer (pp) with them and said that their pp only turns their device on and off. The patient states that she is a breast cancer survivor and commonly needs an MRI performed. The patient further states that she became deathly ill due to meningitis last (B)(6). The patient was in the hospital for 9 days and her ins depleted causing the stim to stop and her to experience pain. The patient reports that the doctors couldn't do anything and she refused to have a morphine pump or take narcos. The patient was offered to speak with support but was emotional and ended the call. The patient mentioned that she has had MRI's before without having to do so (reported one for her knee and one for her head post implant) and was confused why she need to put the device in MRI mode now. The patient continues to have head problems but no one will give her a brain scan. The patient was unwilling to ask the doctor to page a rep for assistance, so that she could get an MRI.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on february 27, 2020. It was reported that in 2015/2016, the patient had spinal meningitis resulting in a 9 day hospitalization. While in the hospital, "everything went dead", so they needed to have the ins "jumpstarted". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.